Manufacturer narrative:
Event date was sometime in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole in the bag was found in one of the amia cassettes. The machine alarmed and showed ¿cassette failed¿. The reporter stated that all the cassettes had the tubings stuck with the heater bag upon opening the package. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. It is unknown if the cassette with the hole was from lot#: h18b17042 or from unknown lot#. A batch review of potential lot number; h18b17042 did not identify any nonconformities/capas, failures, rework or deviations that may be related to the complaint. Should additional relevant information become available, a supplemental report will be submitted.